Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital for low blood glucose of 13mg/dl. It was stated that the customer was in a diabetic coma twice in one day. The paramedics were called twice, and they treated the customer with an insulin drip to raise the blood glucose level. The husband stated that the insulin pump was on suspend at the time the paramedics arrived the first time, but the device had resumed by the time the paramedics left. The husband was unsure if the paramedics or his wife may have accidentally resumed the device. Also, it was stated that the blood glucose meter was not reading accurately. No further info was provided.